Manufacturer narrative:
(B)(4). Batch # p58d6x. Investigation summary: the analysis results showed that one gst60b reload was received with the one piece sled protruded and unfired making it nonfunctional. Although no conclusion could be reached on why the one piece sled is protruded, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when the "sleds were protruded before the cartridge was loaded into the jaw.", was it the staple drivers that were seen? Or were the staples themselves protruded? No information. No further information will be provided.

Event description:
It was reported by that during a laparoscopic gastrectomy, it was found that the sleds were protruded before the cartridge was loaded into the jaw. The cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.